Manufacturer narrative:
Concomitant medical products: central venous line;non-bd used microclave;bd 10 ml syringe. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Additional patient information: (B)(6).

Event description:
It was reported that while the rn was administering phenobarbital and ativan with a 10cc syringe, the rn noticed a small wet spot on the patient's bed. The rn made a10cc saline flush and while administering the flush observed the saline leaking from the tubing set filter. The tubing set was replaced and the rn reported that she was unsure as to how much phenobarbital or ativan was administered to the infant patient and would monitor the patient for possible increased agitation.

Manufacturer narrative:
The customer¿s report of leaking from the tubing set filter was not confirmed. During visual inspection, it was noted that clear liquid was observed inside the tubing. During functional testing, it was observed that the microclave¿s piston remained recessed after disconnecting the 10ml bd syringe. A leak was observed from the microclave¿s injection port due to the recessed piston not disengaging. Functional testing did not to replicate any leaks within the extension set. Pressure testing also found no anomalies with the returned set. The root cause of the customer¿s report was not identified.

Event description:
It was reported that while the rn was administering phenobarbital and ativan with a 10cc syringe, the rn noticed a small wet spot on the patient's bed. The rn made a10cc saline flush and while administering the flush observed the saline leaking from the tubing set filter. The tubing set was replaced and the rn reported that she was unsure as to how much phenobarbital or ativan was administered to the infant patient and would monitor the patient for possible increased agitation.